Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after one hour of use, cutting became dull. A new device was opened to complete the procedure. No operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).